Manufacturer narrative:
The investigation for the pain at insertion site and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the pain at insertion site and limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp pump placed to support a patient with complex cardiac and medical history. The pump was placed but there was limb pain and ischemia. The decision was made to explant and exchange pump but the family decided to withdraw care instead and the patient expired.